Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter device was stuck in the attachment device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn mechanical components from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that after surgery, it was observed that a the cutter device sleeve could not be removed (dismounted) from the attachment device. According to the reporter, the turn switch on the attachment device was not switching over to the cutter or 'tube¿ section to facilitate the cutter removal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.